Manufacturer narrative:
Correction to field h6: device codes model number/catalog number: 720185-01 serial number: n/a batch/lot number: 110500008 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of inflation/ deflation issue, and mechanical malfunction was defined in the product risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate or deflate and fluid loss was reported. During the explantation procedure, the physician observed a punctured cylinder. Consequently, the device was replaced with a new ipp system. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate or deflate. During the explantation procedure, the physician observed a punctured cylinder. Consequently, the device was replaced with a new ipp system. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate or deflate. During the explantation procedure, the physician observed a punctured cylinder. Consequently, the device was replaced with a new ipp system. There were no patient complications reported.